Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the 4 way valve not switching. Additional malfunctions include the pm kit was dirty, and the sieve beds were full of sieve.